Event description:
It was reported that approximately 15 minutes post xact stent implantation in the right internal carotid artery, the patient experienced hypotension and developed left sided hemiparesis, facial droop, left hemianopia and confusion, diagnosed as a stroke. Fluids and dopamine were given with some improvement and the patient was transferred to the intensive care unit. On (B)(6) 2011, the patient experienced a seizure and was treated with ativan with resolution. On (B)(6) 2011, the dopamine was weaned, started on midodrine and the patient was discharged home, condition improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, visual disturbances, seizures, hypotension and neurological event are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.